Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.